Manufacturer narrative:
Programmer model 3037 serial# (B)(4) lead model 3889-28 lot# v386649 implanted: (B)(6) 2010 explanted: na.

Event description:
The patient has a long history of utis that predates the ins implant. The utis were not related to the ins. The device was reprogrammed on (B)(6) 2011. The patient outcome was noted as no patient injury.

Event description:
It was reported that the patient did not receive a stimulation sensation from their implantable neurostimulator and had experienced a loss of therapeutic effect for the past two weeks. The patient was diagnosed with a urinary tract infection and was almost done with treatment. All four program settings were unsuccessful in changing results after increasing stimulation to approximately 5v. Additional information had been requested, but was not available as of the date of this report.